Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image is due to the failure of pc board. The failure of the pc board may have been damaged by deterioration due to long-term use, since more than 10 years have passed since the date of manufacture. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of white image display was not confirmed. However, a damaged serial digital interface1 connector on the rf printed circuit board and a worn-out front video connector causing poor connection were noted. In addition, a missing eject button on the pc board was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro video system center is producing white image. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a damaged serial digital interface1 connector on the rf printed circuit board was noted. This report is to capture the reportable malfunction found during estimation. There was no patient involvement, no harm or user injury reported due to the event.